Event description:
It was reported that the pump failed the volume accuracy test 4 times (13% error). It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the pump¿s expulsor. The expulsor was sanded to lower the accuracy percentage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.